Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08530. No device was returned. The OEM performed a device history record review and no abnormality was found. The OEM completed the investigation and determined that there was no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined the possible cause of the reported malfunction was due to the following: the OEM presumed that 6 years have passed since the subject product was manufactured and the parts on the board deteriorated by repeated use for a long period, causing the failure of the dp board. It is highly probable that the synchronous devices of the dp board were not able to stably work and a synchronizing signal error intermittently occurred, leading to the phenomenon in which the image is interrupted. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The asset/loaner was returned to the service center for evaluation. The service group found there was a bad/no image due to a defective dp board. The asset was repaired and returned to stock. A review of the assets service history shows the unit was last serviced on (B)(6) 2020; there were no problems found. The cause of the reported malfunction could not be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a standard service inspection of an asset return, the evis exera iii video system unit was found to have a flickering/no image. The customer did not report any problems associated with the device and there was no patient injury or harm reported to olympus.